Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7 (cat7) confirmed a fracture. Evaluation revealed signs of torquing at the fracture location. If the cat7 is torqued unrestrained against resistance during retraction, damage such as this may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed an additional fracture, kinks and bends throughout the catheter, ovalization and stretching on the distal length. This damage is incidental to the reported complaint and may have occurred during removal of the distal fractured segment from the patient or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery/popliteal artery using an indigo system aspiration catheter 7 (cat7) and a guidewire. During the procedure, the physician advanced the cat7 up and over from the contralateral side to the target location over the guidewire. The physician removed the guidewire and completed a pass with the cat7 in the target location. While withdrawing the cat7, the physician noticed that the distal end of the cat7 was not moving under fluoroscopy. The proximal end of the cat7 was removed from the patient. The patient was transferred to an operating room (or) to remove the fractured portion of the cat7. The physician then completed the procedure with a bypass. It was reported that the patient is doing well.